Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient¿s sinus of valsalva diameter was narrow and there was concern about coronary artery occlusion. In the preoperative discussion with the physician, a decision was made to perform aortography at the time of pre-implant balloon aortic valvuloplasty (bav) and point of no return (ponr) to confirm coronary artery blood flow, evaluate the risk of occlusion, and consider implementing coronary protection. During implant, since there was no observed decrease in coronary artery (right coronary artery (rca) to left coronary artery) blood flow or occlusion at the time of pre-implant bav and ponr, the valve was placed without coronary protection. After placement, st changes were observed in the electrocardiogram (ii, iii, avf) and occlusion of the rca was suspected, so aortography was performed which showed decreased blood flow in the rca. Access to the rca was attempted from the inside of the valve to relieve the ischemia in the rca, but access could not be achieved with a guiding catheter. During the access attempt, rca blood flow was restored, and hemodynamics were stable without any reduction in wall motion on echocardiographic imaging. However intra-aortic balloon pump was introduced as a precauti on. Further access attempts were unsuccessful, and the procedure was ended. A computed tomography scan was performed to determine a treatment plan at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated: b1, b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient¿s sinus of valsalva diameter was narrow and there was concern about coronary artery occlusion. In the preoperative discussion with the physician, a decision was made to perform aortography at the time of pre-implant balloon aortic valvuloplasty (bav) and point of no return (ponr) to confirm coronary artery blood flow, evaluate the risk of occlusion, and consider implementing coronary protection. During implant, since there was no observed decrease in coronary artery (right coronary artery (rca) to left coronary artery) blood flow or occlusion at the time of pre-implant bav and ponr, the valve was placed without coronary protection. After placement, st changes were observed in the electrocardiogram (ii, iii, avf) and occlusion of the rca was suspected, so aortography was performed which showed decreased blood flow in the rca. Access to the rca was attempted from the inside of the valve to relieve the ischemia in the rca, but access could not be achieved with a guiding catheter. During the access attempt, rca blood flow was restored, and hemodynamics were stable without any reduction in wall motion on echocardiographic imaging. However intra-aortic balloon pump was introduced as a precauti on. Further access attempts were unsuccessful, and the procedure was ended. A computed tomography scan was performed to determine a treatment plan at a later date. No additional adverse patient effects were reported. Additional information was received that when percutaneous coronary intervention (pci) was attempted to treat the occlusion, the guidewire passed successfully but the balloon did not. Improvement was achieved with intra-aortic balloon pump (iabp) insertion. On the fourth day of hospitalization, coronary artery bypass graft (CABG) to rca with saphenous vein graft (svg) was performed. The occlusion was reported to be due to valve migration.